Manufacturer narrative:
Related components of device system: model number/ catalog number: 72400025, batch/lot number: 886229004, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that due to pain the patient had his artificial urinary sphincter (aus) explanted.